Event description:
It was reported that the pt underwent a spinal procedure to use occiput to unk level of thorax, using posterior fixation. It was reported that the rods broke on both sides. The rod might have broken when the pt squatted down post op. The revision surgery might be required. But no revision surgery is reported at this time.

Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the manufacturer for eval. We are unable to determine the cause of the event.